Event description:
Customer reports individual received a suspected false positive result on (B)(6) 2023 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn, lot number and reader sn not provided). Individual tested negative with three covid-19 rapid antigen tests on an unspecified date (brand/manufacturer of test not provided). Individual has no symptoms or known exposure. Although requested, customer did not respond to technical supports three attempts to obtain further information.

Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. Investigation could not be completed due to lack of information. Lot number, reader serial number or cartridge serial number were not provided.